Event description:
Per the audiologist, the patient had a revision surgery in 2007. When the patient returned for restimulation of the cochlear implant system, the external transmitting coil did not stay securely over the internal device. No communication between the internal device and the programming software could be established. The patient is scheduled for revision surgery to thin the skin flap approx three months later. An integrity test will be done at that time.